Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, surgeon fired the first clip fine. The second and third clip did not occlude the vessel and did not stop the bleeding. The clips did not close properly. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much blood was lost (mls)? Minimum blood loss- it did not have an impact on the patients recovery. Did the patient require a transfusion? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? No

Manufacturer narrative:
(B)(4).